Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2017 that this device and electrode exhibited oversensing associated with electrogram noise and low amplitude signal resulting in an inappropriate charge (untreated episode#002). No programmed parameters were changed. It was suspected that episode#001 was due to smartpass on to off. The available information suggests that this device and electrode remain in-service. Boston scientific received information in (B)(6) 2018 that this patient was scheduled for an in-clinic device check in (B)(6) 2018. A chest x-ray was obtained which identified electrode dislodgement (electrode movement greater than 5cm). The device's tachycardia mode was programmed off and the patient was scheduled for an electrode revision procedure. To date, boston scientific has not received information that an electrode revision procedure has been completed.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The electrode was successfully repositioned. There were no reported patient adverse effects.

Event description:
Boston scientific received information in december 2018 that untreated episode#003 and untreated episode#007 was recorded on (B)(6) 2018 and (B)(6) 2018 respectively. Oversensing occurred in untreated episode 003 during a low amplitude signal followed by identification of an electrode dislodgement and reposition on (B)(6) 2018 (which was previously reported). During episode 007, an inappropriate device charge occurred due to oversensing an mvt below the programmed rate zone. No programming changes were made.